Event description:
Falsely elevated troponin I results were obtained on nine patients' samples. Two of the results were reported to the physicians. The samples were retested and negative results were obtained. Two patients were treated; one received an anticoagulant and the other was sent for catheterization. There was no report of adverse health consequences as a result of the falsely elevated troponin I results. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result is unknown.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result is unknown. The instrument is performing within specifications.